Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture thresholds, which led to loss of capture. Fluoroscopy showed externalized conductors and insulation abrasion on the rv lead. The lead was capped and replaced on (B)(6) 2021, and the patient was discharged in stable condition.